Event description:
During a vats, used kii optical access system 12x100. Discovered after opening via incision that a clear plastic piece from inside the trocar seal had become displaced from trocar and entered the body.